Manufacturer narrative:
Per complaint, customer wiped the first drop. This may affect coagulation test and lead to unexpected inr results or errors in testing. The first drop should be used. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 5.2, reference = 3.0, mean = 4.10, confidence limits = 2.3 - 5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inr results from other dates were excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Investigation: recent test conducted on lot 254609 on (B)(6) 2011 met accuracy and precision criteria. Test results are as follows: donor 106 = 2.3, 2.4, 2.3 inr; donor 107 = 2.3, 2.4, 2.3 inr. At least two out of three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 106 (2.40 inr) and donor 107 (1.97 inr), respectively. In-house test results have 2.47% and 2.47%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Retained strip test result comparison met accuracy and precision criteria. Customer wiping off first drop of sample would be considered improper technique. (B)(4). Action threshold (B)(4) has been reached. Due to increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4).

Event description:
"Called alleged discrepant results compared with the lab. Last dose of coumadin was yesterday morning (pt self tester decided not to take dose this morning due to high result but was advised by nurse to resume at his regular dose of 6mg/day).